Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the event. The pt reports several complications following the implant on an unspecified date. The pt was inquiring as part of the composix kugel recall; however, the kugel patch is / was not a recalled product. Medical records and product identifiers have not been provided; therefore, a mfg review is not possible. Additionally, the pt reports several surgeries following the implant, but did not indicate is the mesh was removed. The pt alleges he was treated for a fistula which is a known adverse event listed in the IFU. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported via maude event report, reported by pt. The pt reported he was implanted with a kugel patch and has had 4 hernia repair surgeries. Since the time of the implant, the pt alleged he has suffered every possible life threatening complication and has nearly died. He reports a gi infection, fistula, fistula repair surgery, long hospital stay, and the need for blood thinning medication for the rest of his life.